Event description:
Essure permanent birth control caused me to have to endure 2 surgeries. First surgery was a salpingectomy in (B)(6) 2013 and second surgery (B)(6) 2013 was a full hysterectomy due to endometriosis, which I was diagnosed with in (B)(6) 2012.